Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Neurological symptoms [neurological symptom]. Burning sensations [burning sensation]. Numbness in toes and bottoms of feet [hypoaesthesia]. Shooting pains across shoulders [musculoskeletal pain]. General and shooting pains through hands and legs [pain in extremity]. Unable to walk more than a few meters without having legs lock up [abasia]. Balance problems [balance disorder]. Physical injuries [injury]. Case description: an attorney reported their adult male client, age unspecified, used fixodent denture adhesive, version unk cream 1 applic, 1-2 times a day and poligrip denture adhesive cream 1 applic, 1-2 a day beginning in 2001, initially using poligrip then switching to fixodent, and reported the following: neurological symptoms beginning in 2007, burning sensations, numbness in toes and bottoms of feet, shooting pains across shoulders, general and shooting pains through hands and legs, unable to walk more than a few meters without having legs lock up, balance problems, and physical injuries. Health care professional was visited. Treatment: unspecified medical treatment. The case outcome was not recovered/not resolved. He discontinued use of the products in 2009. Past medical history included: medical history - denture wearer. No further info was provided.